Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was congestive heart failure. The caller stated that the customer had a heart murmur and pneumonic fever in the past that may have led to the customer's passing. The customer¿s blood glucose was 28 mg/dl while in a nursing home and their blood pressure and oxygen levels dropped. The customer recovered from the low in 3 days. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller declined to return the insulin pump for analysis. Frn-unk-rsvr . Unomed set.